Event description:
It was reported that the patient had issues with their driveline proximal to the exit site from the modular cable connector. The bend relief plastic was broken down and had fallen off. The outer driveline plastic was intact, and rescue tape was applied. The modular cable was replaced due to the outer plastic separating from the shielding. The patient described it as a "puffy" cable. There were no alarms noted. The event log file captured controller clock corrupt events, and the clock was synched on 16may2025. There was a driveline disconnect event on 16may2025 at 12:29 when the modular cable was exchanged. The cause of the driveline disconnect alarm was likely from the modular cable exchange. There was no system controller damage. The system controller was exchanged during the modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a clock not set alarm was confirmed via the provided log file. The system controller¿s clock was observed to have been desynced throughout the data, displaying as 23dec2002 ¿ 29dec2002, throughout the data which resulted in an active clock not set alarm. When the system controller¿s clock resets, the timestamp resets to 01jan2000. This indicates that the controller¿s clock may have been reset approximately ~2 years before the earliest observable data in the log file, and the events leading up to the clock¿s reset were unable to be observed. The clock was observed to be synced near the end of the data on 16may2025. No other notable events were observed. It was also noted that the patient¿s driveline was observed to have been disconnected on (B)(6) 2025 at 12:29:32 the system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the controller was exchanged as part of the patient¿s modular cable exchange (evaluated separately). The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 lvas instructions for use (IFU) ¿alarms and troubleshooting¿ instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The heartmate 3 patient handbook ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.